Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) pt samples. The initial results were positive. The repeat results were negative. The discordant high initial result for ID# (B)(6) was reported to the physician. The customer did not provide any info to indicate whether or not the discordant high result for ID (B)(6) was reported to the physician. The customer declined to provide any info about the pt care.

Manufacturer narrative:
A siemens healthcare field svc engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin results as unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field svc engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) pt samples. The initial results were positive. The repeat results were negative. The discordant high initial result for ID# (B)(6) was reported to the physician. The customer did not provide any info to indicate whether or not the discordant high result for ID (B)(6) was reported to the physician. The customer declined to provide any info about the pt care.